Manufacturer narrative:
Date of event: aware date on (B)(6) 2023 used as event date is unknown.

Event description:
It was reported via social media that vessel trauma occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure, damage to the vena cava occurred. The patient remained in a coma for two (2) days and required twenty one (21) units of blood. No further information on the status of the patient is available.

Event description:
It was reported via social media that vessel trauma occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure, damage to the vena cava occurred. The patient remained in a coma for two (2) days and required twenty one (21) units of blood. No further information on the status of the patient is available.